Event description:
Medtronic received information that this annuloplasty band, implanted 7 years, had a band fracture identified during an echocardiogram. The band will be explanted.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: the product has not been returned for analysis. Conclusion: upon receipt of the product and completion of analysis, a follow up report will be filed.